Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok button became under responsive to button presses after the keypad became torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was torn at the ok button and the ok button was intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the display was dim and discolored.